Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, infection, inflammation, autoimmune disease (B)(6) 2023. Patient brought the implant in hand for control.